Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a service history review were performed. During evaluation, an inoperative power supply was found. Therefore, the battery could not charge and the device could not be turned on. The power supply and the battery were replaced to resolve the confirmed issue. The device was serviced to meet product specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a inoperative power supply. No additional information is available.